Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. It is likely that the event occurred due to faulty printed circuit board. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center touch screen remained dark after switching on the equipment. The issue was found, during preparation for a therapeutic lap cholecystectomy procedure. That was completed using a similar device. There were no reports of patient harm.